Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per biosmart, this lead was explanted and replaced due to "anterior position" when the crt-d was explanted due to expected eri. There were no adverse patient side effects reported. This lead was replaced with attain performa, sn: (B)(4).